Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the device could not be interrogated. Additionally concerns of premature battery depletion were raised. It was decided to explant and replace this device. No further adverse patient effects were reported.